Event description:
I am a (B)(6) female nurse practitioner who had a left total hip replacement on (B)(6), 2007, due to hip dysplasia resulting in end stage osteoarthritis. A depuy pinnacle sector ii cup size 52 replacement with a corall #12 ha coated stem and head -metal on metal- was used. After approximately one year, I developed significant discomfort -no dislocation- in the same hip resulting in the necessity of a revision on (B)(6), 2010. In the revision, a pinnacle marathon liner and biolox delta articules head were used. I have the operating room reports of each surgery. My concern is that I still have a constant ache in this hip, worsened with activity to the point of preventing a long walk. I'm aware of the depuy asr recall. Is there any data regarding the depuy pinnacle? These surgeries have been very costly. I believe my orthopedic surgeon acted in good faith and appropriately but with faulty equipment. Dates of use: (B)(6) 2007 - (B)(6) 2010. Diagnosis or reason for use: hip dysplasia; end stage osteoarthritis.